Event description:
Info received indicates the head and knee function will not elevate.

Manufacturer narrative:
The technician found the CPR lever was stuck. The technician freed the CPR lever to repair the bed.